Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing determined the cutter failed the test cut due to blunt spots. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01633-1. G2: foreign: australia.

Event description:
It was reported that during decontamination the comb was bent. There was no patient involvement. During device investigation it was discovered that the cutter failed the test cut. Due diligence is complete; no further information is available.